Event description:
The customer was hospitalized with dka. Customer is in ICU and unable to troubleshoot the device. Customer and hosp believe the incident was caused by the pump. Instructed to disconnect and return pump to medtronic.